Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device had reached elective replacement indicator (eri) battery status. An analysis of the device data showed that power consumption had been increasing gradually and replacement within 90 days was recommended. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated once device analysis is complete.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device had reached elective replacement indicator (eri) battery status. An analysis of the device data showed that power consumption had been increasing gradually and replacement within 90 days was recommended. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced with a new device. This device has returned for analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device had reached elective replacement indicator (eri) battery status. An analysis of the device data showed that power consumption had been increasing gradually and replacement within 90 days was recommended. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced with a new device. This device has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.